Event description:
A physician reported that infusion did not come out during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected. The identification (ID) tabs and the infusion chamber were intact. The probe and drip chamber were cut off from the manifold on returned condition. The surface of tubing indicates that the probe and drip chamber were cut off from the manifold. The probe manifold and admin manifold from lab stocks were used for testing. The returned infusion manifold, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The returned product was tested using the calibrated console. The product could prime and pass intraocular pressure (iop) calibration successfully. The product was recognized as posterior cassette on the console. No air leak or occlusion was detected from the infusion airline during priming process. No fluid flowed to the airline of the administration line. No message code appeared on the screen. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No leakage was detected from the infusion manifold, cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The returned product passed functionality per procedures. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).